Event description:
It was reported to the manufacturer by the facility (crystal pines rehab and healthcare), per the facility the resident was found deceased in the bed. The head end of the bed was lower than the foot end of the bed. The facility is not attributing the resident's death to the bed. The resident was extremely elderly and required oxygen 24/7.

Manufacturer narrative:
Joerns sending the report to the manufacturer.